Event description:
It was reported that the charger for an ilet device was not charging despite the user trying multiple outlets and confirming correct assembly and placement on the charging pad. Symptoms included no alerts or alarms and no reported physiological effects. Outcomes included shipment of a replacement charger and a goodwill sample of steel infusion sets, along with troubleshooting and user education. Investigation included remote troubleshooting verification that proper setup and use steps were followed. Investigation of this case revealed a suspected charger malfunction consistent with a device component failure of the charging system. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction.